Event description:
It was reported that the pump¿s display screen split open while the device was on charge, exposing internal components including the motherboard. Customer care provided support which included a review of complaint history and processing of a replacement device. Investigation of this case revealed physical damage to the device enclosure and display, with no associated alarms reported. No reported injury or clinical effects. Outcomes included no impact on daily activities and no need for medical care. It was concluded that the device experienced a screen integrity failure necessitating replacement, with no patient harm reported.